Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. Synthes lot# 5666727. Manufacturing evaluation revealed that the sample was received with the pin broken off. Part of the pin remained in the stardrive tip. Measurable parts were within specification. Due to damaged portions verification of the physical dimension was not completed, the complaint is indeterminate from a manufacturing standpoint because the damage portion of the product makes physical dimensional verification impossible. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
It was reported that during a veptr lengthening procedure, surgeon used the temporary distraction peg and the tang broke off. Surgeon retrieved the tang and used a different tool. Later in the case, surgeon was using the stardrive screwdriver shaft, and the pin broke. Surgeon used a different screwdriver to complete the procedure. All pieces were retrieved from the patient. This is 2 of 2 for the same event.